Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year. The complaint could not be tested as the button was broken and the device could not be fired.

Manufacturer narrative:
The event occurred in (B)(6).